Manufacturer narrative:
The production records have been inspected and reviewed. Based on the investigation, the medical device problem code a " 1135 - crack" was changed to "1260 - fracture". This is the final supplemental report, the complaint is closed.

Event description:
During implantation it was noticed that the implant had been delivered with a plateau screw whose bushing had detached from the screw shaft due to a longitudinal crack.

Manufacturer narrative:
The production records have been inspected and reviewed.

Event description:
During implantation it was noticed that the implant had been delivered with a plateau screw whose bushing had detached from the screw shaft due to a longitudinal crack.